Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: a sharp opening with localized stresses induced on posterior side (a dimension measurement in the shell was performed which identified the thickness within specification), white particles and non penetrating nicks. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a sharp opening with localized stresses induced assessed as surgical impact. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.